Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced an elevated blood glucose (bg) level that was "high" (specific bg value was not provided). Customer gave a correction bolus via the pump, and a manual injection to address the high bg level. Reportedly, multiple cartridge changes and an infusion set change were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.